Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007,product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
A problem was reported related to pump. Hcp reported pump alarming due to a motor stall. Stall possibly due emi due to patient sleeping in a magnetic bed. There had been multiple motor stalls. Hcp reported there was one motor stall the day of the report ((B)(6) 2008), at 6:30, then one (B)(6) 2008, at 8:00 am and then at 12:30 am recovery occurred shortly. Last motor stall was on the (B)(6), telemetry strips provided indicated the earliest motor stall occurred (B)(6) 2008 with recovery. No patient symptoms or outcome were reported. If additional information becomes available a report will be provided.